Event description:
On (B)(6) 2012 a reporter contacted lifescan (lfs) alleging that her child's onetouch ultralink meter was reading inaccurately high. The reporter claimed that the a blood glucose result of "320 mg/dl" was obtained on the subject meter and within 10 minutes a blood glucose result of "251 mg/dl" was obtained by a laboratory device. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient denied developing symptoms or receiving medical intervention as a result of the alleged issue. This complaint is being ruled out as an adverse event because the patient alleged no harm due to the alleged issue. However, this complaint is being reported because the two results being compared exceed lfs's specifications for accuracy comparisons.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (10/24/2012)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strips passed testing with no faults found. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.